Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk6988 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a periodontal dental procedure on an unknown date and suture was used. During the procedure, the suture was either breaking upon tying or the needle detached. The procedure was completed with like device from a new package. There were no adverse patient consequences reported.